Manufacturer narrative:
A3b) patient gender - not available from facility. H3) the tightrail was discarded, thus no returned product investigation was performed. H6) pulmonary embolism is a known risk of complication with use of the tightrail device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right ventricular (rv), right atrial (ra), and left ventricular (rv) lead due to bacteremia. At the start of the procedure, a vegetation on the rv lead and pericardial effusion was detected. Spectranetics lld lead locking devices (llds) were inserted into each lead to provide traction. Beginning with a spectranetics 16f glidelight laser sheath, along with a spectranetics visisheath dilator sheath on the rv and ra leads, advancement past the superior vena cava (svc) was unsuccessful. Switching to a spectranetics 13f tightrail rotating dilator sheath on the rv lead, the patient¿s blood pressure dropped, and the pericardial effusion appeared slightly larger. Rescue efforts began, including rescue balloon; however, the blood pressure dropped significantly, and CPR was performed. Pericardiocentesis was attempted, but ineffective. CPR resumed, the patient stabilized, and the extraction continued removing all leads. The physician stated that the hemodynamic instability was not caused by an effusion, but rather due to suspected pulmonary embolism from vegetation and acute rv failure. The patient survived the procedure.this report captures the 13f tightrail in use when the vegetation broke free from the rv lead, causing a suspected pulmonary embolism, requiring intervention. There was no alleged malfunction of the spectranetics devices in use during the procedure.